Event description:
Patient called to report an adverse event involving the bard powerport implanted catheter. Patient stated she had 7 faulty devices implanted in her over a ten-year span from 1997-2007. Patient stated she has a rare disease and in 1997 a doctor suggested for her to have the powerport implanted catheter put in to help manage her condition. Patient stated at the time the device was mainly used for cancer treatment, but the doctor who suggested it seemed to think it would help her. Patient stated the same doctor implanted all 7 of her faulty devices and feels she was treated unfairly and judged by the doctor and healthcare facility. Patient stated she experienced thrombosis, sepsis, fever, infection and has scarring and marks left all over her chest and arms. Patient stated she has poor circulation, especially in her arm and spent 3 weeks in the respiratory ICU. Patient stated at the time, the doctor who was putting the catheters in was not experienced enough and caused many painful health issues and permanent damage to her body. Patient stated the last one she had implanted was in 2007 and it was just removed 3-4 years ago. Patient stated one time the catheter came out of her skin and the doctor didn¿t replace it, he just pushed it back in. Patient said she felt it was important to make FDA aware of her situation and the issues with the devices. Reference reports mw5169591, mw5169592, mw5169593, mw5169594, mw5169595, mw5169596.